Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas corporation and alleged a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2019 with the following findings: review of the black box data revealed data from the date of the alleged issue, (B)(6)2018, had been overwritten due to continued use of the device after the alleged issue occurred. The existing data was from (B)(6)2018 thru (B)(6)2018; there was no evidence of short battery life in the existing data. On investigation, the pump powered on normally. The electrical current draws were measured and found to be within specifications. The pump was exercised for 12 hours without indication of short battery life. Investigation did not confirm nor duplicate the complaint.